Manufacturer narrative:
Approximate age of device ¿ 9 months (calculated from the date the system controller was issued to the patient). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient stated that the system controller produced a quick flash of one of the system controller power lead connection and a flash of light of the driveline connection, which would have indicated that the driveline was not connected). No alarms occurred. The lvad clinician performed a system controller exchange since the patient also noted seeing the alarm lights illuminated briefly. It was reported that the driveline was not actually disconnected at the time that the light illuminated. The patient did not have any adverse effect from the event.

Manufacturer narrative:
Section d4, h4: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the evaluation of the returned 11v backup battery. The system controller was connected to laboratory equipment and user interface on the front panel was alternating display between ¿charging¿ and ¿backup battery fault¿ that appears consistent with the reported visual alarm flashing. Each battery cell was measured, and the values indicated a cell imbalance issue that would have resulted in the backup battery fault alarm. The root cause of the cell imbalance issue could not be determined during the analysis. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The log file retrieved from the returned device captured intermittent backup battery fault alarm events consistent with the analysis of the 11v backup battery. No functional issue was identified during the evaluation. No further information was provided. The manufacturer is closing the file on this event.